Event description:
A customer reported that they obtained a high reading on their freestyle flash blood glucose monitor, and the units of measurement had changed to mg/dl. The customer did report observing a low battery icon, and no other error messages. The meter is one where the customer could inadvertently change the units of measurement; however it appears the meter is exhibiting the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.